Event description:
It was reported the patient presented for a pacemaker implant procedure. During the procedure, it was discovered that the silicone cap of the pacemaker set screws was detached. The device was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: section h6: medical device problem code should be 2588 - defective device instead of 2907 - detachment of device or device component.

Manufacturer narrative:
The reported event of the ventricular septum came off leaving the setscrew exposed was confirmed. A pacemaker was returned for analysis. Analysis revealed an anomaly that even though med-a (medical adhesives) was applied to seal in the septum, that the med-a only adhered to the septum and not the epoxy header surfaces. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.